Manufacturer narrative:
The handpiece has not been returned for evaluation. Therefore, a product analysis has not been performed at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated. There was no patient impact or injury. Requests for additional information have been made with no response received at this time.

Manufacturer narrative:
(B)(4). Device available for evaluation. Return date: december 15, 2016. Date manufacturer received: january 13, 2017. The product analysis indicates that the motor was locking up/seized. The reported excess heat could not be verified as the motor would not run. The device was not repaired and was scrapped. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.